Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was reported by the consumer regarding their implanted system which was used to deliver clonidine. The indication for use was multiple sclerosis and intractable spasticity. On (B)(6) 2016 the consumer reported that they have had nothing but problem since implant on (B)(6) 2016. On an unknown date their healthcare professional (hcp) could not drain the catheter because of a problem with the pump. The patient also reported having pain when they touch their skin where the catheter is attached.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the consumer on (B)(6) 2016. The patient reported having pain around their stomach where the pump is since implant. It was noted that they had tried to drain some of the medication in (B)(6) but could not because ¿something¿ was wrong with the catheter. Additional information was reported by the consumer on (B)(6) 2016. The patient reported that this ¿nightmare¿ has been going on since (B)(6). They also noted that they are not happy with the pain that they are still experiencing with the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.